Event description:
A report has been received from a peritoneal dialysis pt. The pt reported that he had just completed his treatment and opened the cassette door. There was fluid leaking from the cassette as well as the pump module was all wet. It was also learned that the pt received one dose of prophylactic antibiotics. The pt continues the treatment without further incident. The sample is available for an evaluation.